Event description:
(B)(6) -the dealer reported that the 6630 bed rails had a broken stud on the crossbrace, and the chrome plating was peeling. There was no patient injury reported.

Manufacturer narrative:
Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the numbers are the following: (B)(4).